Event description:
The customer reported system radiation level was adjusted as a result of a pmi. The level was over ge's specifications, but not over government safety regulations.

Manufacturer narrative:
The ge svc rep adjusted the hlf max dose from 19.1 down to 17.0. The ge rep tested the new system settings. System is operating as intended.